Event description:
Customer reportedly obtained results of 77 mg/dl, 36 mg/dl, and 63 mg/dl on the compact plus system within 10 minutes. Customer drank juice in response to results of 36 mg/dl and 63 mg/dl. No adverse event reported. Requested return of suspect system and replacement was sent.